Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the proximal circumflex with moderate tortuosity and heavy calcification. The 1.5 x 15 mm mini trek balloon catheter was advanced. Some resistance was noted with the vessel. The balloon was inflated; however, a balloon rupture during the first inflation of 10 atmospheres (atm). The mini trek was removed without issue. A non-abbott balloon catheter was then used successfully. The 2.0 x 12 mm nc trek balloon catheter was then advanced without issue and inflated; however, the balloon ruptured during the first inflation of 12 atm. The nc trek was removed without issue. A non-abbott balloon catheter was used to complete dilatation, and a xience xpedition stent was implanted to treat the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. It was noted that the balloon catheters were prepared inside the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, rinato; guide cath: mach 1 jl 6fr. (B)(4) - incorrect prep. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exception that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use states in the preparation for use section, to evacuate air from the balloon segment. This is prior to insertion into the anatomy. In this case, it is not likely that preparation of the device inside of the anatomy contributed to the reported balloon rupture as is most likely resulted from interaction with the calcification.